Event description:
A customer reported baxter corporate product surveillance a 250ml intravia empty container in which particulate matter was found. According to the report, the container had a piece of baxa tubing flowed into the bag during compounding. There was no patient involvement, patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.